Event description:
Per the audiologist, the pt reported decrease in performance. The results of an integrity test done 2009, concluded no output. Revision surgery scheduled for 2009. Reimplantation plans were not reported at the time of this report. Additional info has been requested.

Manufacturer narrative:
This report filed, february 11, 2009.